Event description:
The user was seen in the emergency room on (B)(6) 2025 due to a severe infection and the device was to be explanted on the same day. This report refers to manufacturer report 9710014-2025-01196. For further information please refer to this report.